Manufacturer narrative:
Device was not returned to the MFR for evaluation. The device is still implanted. Unable to determine the cause of the event.

Event description:
It was reported that the device was implanted on (B)(6) 2002. It was noticed on x-ray on (B)(6) 2004 that the rod was broken. Fusion has not occurred.